Event description:
Clamped artery using white load, safety switched off. Stapler would not fire, not unlock, and then the emergency unlocking mechanism was difficult to release. The sa stated, " I had to use excessive force to release the stapler". FDA safety report ID # (B)(4).